Manufacturer narrative:
Concomitant product: product ID 8709, lot # l60025, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
Additional information later received reported the patient¿s pump was replaced on (B)(6)-2015. It was moved from the left side to the right. The patient was admitted to the ICU (intensive care unit) to get one on one care to avoid baclofen withdrawal. The hcp did not have the results from the culture, the vital signs on admission especially the heart rate and vital signs on the of supposed surgery as this was done at the hospital and they did not have those records. Antibiotics were administered to treat the infection and the patient was on them for some time after, to ensure resolution to the infection. The patient was seen in their office on (B)(6) 2015 and the incisions were all healing well. The patient¿s dose was stabilized and the patient was doing very well.

Event description:
The patient had had purulent drainage for 4 days from pump pocket. The patient was hospitalized. The source/cause of infection unknown, but thought to be bloodborne, per the healthcare provider. The patient gets refilled at home by a home care agency and the dosing is done by the managing hcp. The pump was scheduled to be explanted and replaced in a new pocket the day of the report however, the patient¿s heart rate dropped very low while still in critical care, so the case was canceled and tentatively scheduled for tomorrow (B)(6) 2015. Cultures were planned at explant. The patient did receive antibiotics and the date of onset/diagnosis of the infection was (B)(6) 2015. The patient status at the time of the report was indicated as alive no injury. The pump was used to deliver gablofen. No patient outcome reported. Further follow-up is being conducted. If additional information is received a follow-up report will be sent.